Manufacturer narrative:
Zoll personnel tested the autopulse platform at the customer site, and no device malfunction was observed. The root cause for the reported complaint was due to user error. Since there was no device malfunction, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll.

Event description:
The autopulse platform (sn (B)(4)) was used on a patient approximately 275 lbs. Per the reporter, the platform intermittently stopped compressions after 30 seconds of operation. The crew immediately performed manual CPR. No consequences or impact to patient. Per a reporter, the zoll representative provided the training to the crew members as the issue was determined to be a user technique on incorrectly placing the lifeband on the patient.